Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. Device logs from (B)(6) 2025 showed two defibrillation faults, but no self-test failures were recorded around the event date, suggesting the customer may have mistaken the defib faults for a self-test failure. The device was tested and worked normally without producing the reported issue or defib faults. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.